Event description:
It was reported when using the bd pyxis¿ medbank tower, customer was not able to issue a specific medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie lid open failed. The technical support specialist remoted in and force-closed the application. After relaunching, the customer was able to issue medication. No pi 55845 symptoms were observed. Customer reported that only cabinet 06-09 was not working and was advised to inform pharmacy for reassignment and change. Customer acknowledged, and the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user mentioned she was not able to issue a specific medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.